Manufacturer narrative:
The unit functioned properly during functional check including rewind and basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery, and displacement tests. No excessive no delivery alarm was noted. The insulin pump also passed the self test and unexpected restart error test. The device was received with its normal operating current measurements. No fluid/moisture inside of the reservoir tube or insulin pump was noted. The following physical damage was noted: cracked case at display window corners and cracked reservoir tube lip.

Event description:
The patient's mother reported via phone call that her daughter's blood glucose increased to 444 mg/dl. The mother identified insulin fluid inside of the reservoir compartment. There was also condensation on the piston. Troubleshooting did not identify any additional anomalies with the insulin pump. The mother stated that the no delivery alarm functioned properly as well. The insulin pump was returned for analysis.